Manufacturer narrative:
Concomitant medical product: 638bl30 heart band, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature termination of episodes when atrial events occur in the blanking period. The ipg remains in use. No patient complications have been reported as a result of this event.